Event description:
It was reported that the pt had prophylactic generator replacement surgery due to low remaining battery life and increased seizures. The relationship of the seizures to pre-vns baseline levels is unk. Explanted product was returned to the MFR for analysis. Upon analysis, no anomalies were noted and the device performed according to specifications. Attempts for further info have been unsuccessful to date.